Manufacturer narrative:
The field engineer could not duplicate the problem. The apl (adjustable pressure limit) adjustment unit and apl diaphragm were replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when inducing the anesthesia by manual bag, the pressure was reduced suddenly and the bag was deflated. There was no reported patient injury.